Manufacturer narrative:
The device has been received for analysis, but requires additional investigation, which is not complete at this time. A supplemental medwatch report will be filed when the analysis is completed.

Event description:
It was reported that during pta treatment procedure involving the superficial femoral artery, the physician was unable to deflate the 4f sterling otw 5.0 x 100/135 balloon after inflating the balloon inside the pt. The sterling balloon was removed and replaced with another sterling balloon to sucessfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as "fine." Several attempts have been made to contact the physician's regarding this event, without a response. Should additional information be made available, a supplemental MDR will be submitted.